Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 58 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 5223 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 58 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 5223 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 19-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 58 year-old female patient who had essure inserted. The patient had a medical history of breast cyst drainage in 2015 and nocturia, unilateral leg pain, laparoscopy, breast operation, vaginal delivery, vomiting, nausea, nephrolithiasis, hypertension, heart disease, unspecified, pelvic pain female, anxiety, pap smear abnormal, parity 2 and gravida ii. The patient had a family history of colon cancer, hypertension, heart failure, rheumatoid arthritis and thyroid disorder. Concurrent conditions were listed as laryngopharyngeal reflux, dysphonia, thoracic back pain, allergic contact dermatitis, nickel allergy, allergic reaction, diarrhea, constipation, bloating, genital bleeding and pelvic pain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 5223 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2023. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, possible bilateral oophorectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: a. Uterus with cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: inactive endometrium with cystic changes. Myometrium with no diagnostic abnormality. Endocervix with chronic cystic cervicitis. Ectocervix with parakeratosis. Right and left fallopian tubes with no diagnostic abnormality. Tubal implant devices x 2 (gross examination). Clinical history pelvic pain specimens submitted: a: uterus, cervix and bilteral fallopian tubes gross description: the right cornu of the uterus contains a 2 cm long, 0.1 cm in diameter cylindrical coiled metal device consistent with an essure device. The left cornu of the uterus contains a 2 cm long, 0.1 cm in diameter cylindrical coiled metal device consistent with an essure device [ultrasound pelvis] on (B)(6) 2020: uterus: myometrium enlarged and mildly heterogeneous. Endometrium thickness: 6.8 mm essure devices in place normal overall uterine size (cm): 11.6 x 7.2 x 6.3 cm orientation anteverted right adnexa ovary normal left adnexa ovary normal impression: 1. Probable adenomyosis. 2. Essure devices in place; on (B)(6) 2022: myometrium: no focal lesion. Endometrium: there is an intrauterine device in place thickness: 2.8 mm [ultrasound scan] on (B)(6) 2023: normal cavity. Ostia visualizedr normal l ostea with essure extruding from the ostea and a significant amount of metal coils noted in the uterine cavity. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jul-2025: medical record received surgical pathology report with lab data added. Medical history & concomitant condition added. Additional reporter added. Essure removal date updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.